Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the procedure was completed with the original erbe generator.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure that error c-30 appeared repeatedly. The procedure was reportedly being completed as planned, but how the issue was resolved was not specified. There were no reports of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was not able to reproduce the issue; however, the fse did replace the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. Isi did receive the iesu to perform failure analysis. The iesu was analyzed and found that issue was confirmed using system logs. A visual inspection did not identify any conditions related to the reported event, and subsequent functional testing confirmed that the unit powered on normally and successfully cauterized across all ports and instruments without an issue. A review of the internal generator error log showed the presence of c-00. The probable cause of error c-30 is attributed to a faulty electrical component inside the iesu. This error indicates a lower voltage than expected during energy activation.